Event description:
The device was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
Section b3: date of event corrected section h6: health effect - clinical code and health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The account indicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists bleeding and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had passed away. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an acute subdural hematoma from a fall, with an 8mm midline shift. The patient had traumatic encephalopathy, in addition to a left chest wall hematoma and left fourth rib fracture. A repeat computed tomography (CT) scan was done on (B)(6) 2024, and a discussion was planned with multidisciplinary team and patients' family. The patient was do-not- attempt-resuscitation and do-not-intubate. The left ventricular assist device was decommissioned, and the patient was allowed a natural death.